Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, );"), menorrhagia ("abnormal bleeding (menorrhagia, );"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), uterine cyst ("uterine cysts") and hot flush ("hot flashes and cold flashes"). The patient was treated with surgery (essure removal,oophorectomy (bilateral).). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, metrorrhagia, psychological trauma, uterine cyst and hot flush outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date - (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified test) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hot flashes added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, );"), menorrhagia ("abnormal bleeding (menorrhagia, );"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury") and uterine cyst ("uterine cysts"). The patient was treated with surgery (essure removal,oophorectomy (bilateral).). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, metrorrhagia, psychological trauma and uterine cyst outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified test) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: events abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); event migration pt was updated to migration of essure device: uterus. Essure explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury") and uterine cyst ("uterine cysts"). The patient was treated with surgery (essure removal,oophorectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma and uterine cyst outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, metrorrhagia, pelvic pain, psychological trauma and uterine cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2014, she implanted essure (previously reported (B)(6) 2014). On (B)(6) 2015, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, metrorrhagia (bleeding between periods), psych injury, migration, uterine cysts. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.